Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of low lead impedance was confirmed in the laboratory and was due to an electrical short caused by damage to the inner insulation. The cause of the insulation damage was two suture sleeve marks on the outer insulation at 10cm and 10.4cm from the connector end. This is consistent with damages sustained during the surgical procedure.

Event description:
It was reported that during implant the lead had low impedance and an insulation anomaly. The lead was explanted and replaced.